Event description:
It was reported via repair work order that the head left side rail was damaged and would not lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.